Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and observed that ac power was inoperative; however, when a fully charged battery was installed in the device it was able to power on without discrepancies. Physio-control replaced the device's power module to resolve the issue and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed power module and determined that the cause of the observed no ac operation was an electrically open fuse, designator f1, on the eos power supply. The cause of the reported no dc operation could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.